Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿left ventricular perforation due to radiofrequency catheter ablation for incessant ventricular tachycardia in a post-myocardial infarction patient.¿ acta cardiol sin 2016;32:744_747. Doi: 10.6515/acs20160118a.

Event description:
A journal article was reviewed which contained information regarding this cardiac ablation percutaneous catheter. The patient underwent a cardiac ablation procedure and was transferred to the intensive care unit for monitoring. Due to slow ventricular tachycardia (vt), several cardioversion treatments were completed, and vt was terminated. Then the patient experienced low blood pressure, and was treated with fluids and medication; however, the low blood pressure continued. A transthoracic echocardiography (tte) was performed and it showed pericardial effusion, and a ¿collapse of the right heart.¿ the patient had a pericardial drain placed. The patient did not improved; due to the recent surgery, the patient had a sternotomy performed instead of the pericardiocentesis. The procedure revealed that a large volume of blood was found inside the pericardial cavity. The fluid was removed and a perforation with active bleeding from the perforation site was seen. The author indicated that this perforation occurred during the catheter ablation procedure. The perforation site was closed with sutures. The patient was discharged on the 12th day post-operation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.